Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced occlusion alarm and the blockage is at the site. The issue got resolved as the customer changed supplies as necessary and resumed insulin therapy. No further information available.